Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information obtained from the customer that was inadvertently omitted from the initial medwatch report (present in b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image abnormality occurred due to poor communication from internal disconnection of the cable. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the intended procedure (robotic-assisted total laparoscopic hysterectomy) was a therapeutic based procedure.

Event description:
The customer reported to olympus that the camera head had no image and fuzzy screen. It had lines and no picture. The issue was found during preparation for use. The intended procedure was a robotic-assisted total laparoscopic hysterectomy, which was completed using a similar device without delay. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found color lines and flickering image due to bad cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.